Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damage to the bending section occurred by applying some external stress. The event can be detected/prevented by following the instructions for use which state: ¿IFU (operation manual) states about shock on distal end as follows: important information ¿ please read before use ¦warnings and cautions: warning ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (operation manual) states about inspection prior to use for bending section as follows: 3.3 inspection of the endoscope ¦inspection of the endoscope 4. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. 6. Gently hold the midpoint of the bending section and approximately 20 cm from the distal end of the endoscope. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during maintenance, the evis exera iii gastrointestinal videoscope failed leak test. Upon inspection of the customer¿s returned device it was observed, cut/leak was noted on the bending section cover (a-rubber) and the metal part was sticking out. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, it was observed, scratch and dent was noted on the distal end plastic cover, low angulation was noted, liquid fluid was noted inside the light guide lens, leak was noted on the forceps passage, deep dent (85cm) was noted on the insertion tube, the bending section cover (a-rubber) glue had crack and the scope connector had dry fluid. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.